Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Material from the production line was verified and no issues were found. Without the device to evaluate, the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. If the sample becomes available at a later date a follow up report will be submitted with investigation results.

Event description:
It was reported that "(B)(6) 2019, in the traditional (B)(6) , no mist came out during usage . Then changing to a new one to complete the treatment." Patient's condition was reported as "fine".